Manufacturer narrative:
(B)(4). Per the nonconformity report that was generated for this event, the front switch was replaced. No additional information was provided. Reference: complaint (B)(4).

Event description:
On (B)(6) 2013, the (B)(6) hospital identified that rotaflow with serial number (B)(4) had a inoperable front switch. No additional information was provided. Reference: complaint (B)(4).